Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl, which he treated with manual insulin injections. Troubleshooting was initiated for the no delivery alarm. The insulin pump was able to prime without incident. The alarm was caused by an infusion set or reservoir occlusion. The reservoir was returned for analysis.